Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer performed their own troubleshooting for the past occlusion alarms, and no identifiable blockage was found. There was no reported adverse impact to the customer's blood glucose level. A system check was performed using the current supplies and the occlusion alarms were verified. Multiple attempts were made by the customer's clinical diabetes specialist to obtain additional information; however, no additional information regarding this event was provided.